Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. Intuitive surgical, inc. (Isi) has not received the instrument involved with this event for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: no relevant errors were observed during this procedure. No image or video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted pulmonary lobectomy procedure, a staple line leak and bleeding occurred, involving the use of a 8mm sureform 30 stapler instrument. The issue occurred when the 8mm sureform 30 stapler instrument fired a blue reload over the superior pulmonary vein. The staple line was unformed, and started leaking and bleeding excessively. The surgeon oversewed the staple line and used a sealing agent to stop the bleeding. The cause of the operative complication is unknown.

Event description:
It was reported that during a da vinci assisted pulmonary lobectomy procedure, a staple line leak and bleeding occurred involving the use of a 8mm sureform 30 stapler. The issue occurred when the 8mm sureform 30 stapler fired a blue reload over the superior pulmonary vein. The surgeon chose a blue reload as the pulmonary vein looked thick. It was reported that the surgeon usually uses blue reloads. The staple line was unformed, started leaking and bleeding excessively. The estimated blood loss volume is unknown. The surgeon oversewed the staple line and used a sealing agent to stop the bleeding. Per the surgeon, there were ¿no untoward affects.¿ the patient is reported to be in stable condition and ¿ended up doing great.¿ the 8mm sureform 30 stapler is not available for return as it has been disposed of.